Event description:
It was reported, that a patient presented remotely via merlin.net. The right ventricle (rv) lead exhibited myopotential over sensing and the lead will be monitored. The patient had no consequences.